Event description:
It was reported that a pump did not recognize a closed door. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Unit received inoperable due to constant "door not fully latched" alarms caused by fully disengaged link screw (upper). The said screw was found to be loose inside pump. This condition contributed to the reported symptom "does not recognize a closed door." The link screws were replaced.